Manufacturer narrative:
Summary of evaluation: evaluation results indicate the component was scratched apparently due to contact with surgical instruments.

Event description:
The trial cracked during use. There was no adverse consequence for the pt or delay in surgery or anesthesia time.